Event description:
Facility staff alleged that the bed exit was not working on this bed. She said a pt felt 2 days ago. Pt was not hurt.

Manufacturer narrative:
Tech spoke with staff at the account who stated, "bed exit was set, but did not alarm when pt exited bed. Pt fell after exiting bed." No pt info was released. Tech inspected the bed and found all bed exit functions were working as designed, but found the bed exit sound was in the off position. Tech inserviced nurse staff.